Event description:
It was reported that a patient with a 23mm 3000 aortic valve implanted for 7 year and 6 months, is being evaluated for a valve-in-valve procedure due to calcification, severe stenosis and moderate regurgitation with fused leaflets at the edge. Patient presented with fever, sepsis, shortness of breath and fatigue with nyha class ill. No other details were provided. Per medical records: patient initial blood cultures on (B)(6) 2021 turned positive very late with 2/2 blood cultures growing cutibacterium. Patient admits to having cosmetic dental work on his dentures over last several months. Unclear if this was the source. Patient suffered a pulmonary emboli, ((B)(6) 2021 ) source unknown. Patient did have tee today which did not reveal obvious vegetation on aortic valve. Given bacteremia and possibility of endocarditis, tavr would be an absolute contraindication at this time.

Manufacturer narrative:
H10: additional manufacturer narrative: added additional information to b5, b6, b7 and h6. H10: additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. However, the progression of the patients underlying valvular disease pathology and comorbidities, combined with svd likely contributed to this event edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date); h4; input additional h6 - type of investigation and investigation conclusions codes the device history record DHR) reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. H11: corrected data: corrected h6 - component code.

Manufacturer narrative:
Structural valve deterioration (svd) is the most common reason for bioprosthesis replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The subject device is not available for evaluation as it remains implanted in the patient. Despite multiple requests for additional information, no other details regarding this event have been provided at this time. Based on the available information, a definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. If any additional information is received a supplemental MDR will be submitted.

Event description:
It was reported that a patient with a 23mm 3000 aortic valve implanted for 7 year and 6 months, is being evaluated for a valve-in-valve procedure due to unknown reasons. No other details were provided.